Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no specific event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the manufacture and expiration dates are unknown. However, it was reported that the device was not used past its expiry date. (B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv 10x80 stent was implanted to treat a stricture in the common bile duct due to chronic pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. According to the complainant, during a planned removal of the stent per protocol on an unknown date, x-ray was performed and it was found the stent had migrated. During the scheduled ercp with stent removal procedure, it was confirmed that the stent had migrated up into the duct. The physician attempted to remove the stent however, the end of the stent had ingrown into the surrounding mucosa making it difficult to remove the stent. The physician implanted another wallflex biliary fully covered stent inside the migrated stent to necrotize the tissue to facilitate stent removal. Reportedly, the stricture had resolved when the migration occurred and the patient was scheduled to come back in 4 to 6 weeks to remove the stents. There were no patient complications reported as a result of this event.